Event description:
It was reported a stroke and death occurred. On (B)(6) 2019 the patient underwent a left atrial appendage (laa) closure procedure. A 21mm watchman laa closure device was successfully implanted without complications. During the procedure, the patient's activated clotting time (act) was noted to be 307sec after heparin administration. After the procedure, the patient was woken from anesthesia, extubated and taken to recovery. Approximately 30-45 minutes after the procedure, the patient experienced hemiparesis on the left side and was unable to speak. The patient was taken straight to an interventional suite, where angiographic evaluation of the brain was performed. Nothing was noted at that time on angiography. A short time later the patient was taken to computed tomography (CT) scan where a large intracranial hemorrhage was noted. The patient was re-intubated and taken to the neurosurgical intensive care unit. On (B)(6) 2019 the patient remained on a ventilator in the neurosurgical ICU and was responding only to painful stimuli. It was noted that the patient had suffered a hemorrhagic stroke in the same location of the brain in the past. The patient was also involved in a minor vehicle accident the day prior, but denied any type of head trauma or injury. Heparin administration may have contributed to the event. The patient was eventually in palliative care and passed away on (B)(6) 2019 while in hospice.